Manufacturer narrative:
Continuation of d10: product ID: 8782, serial# (B)(6), implanted:(B)(6) 2018, product type: catheter section d information references the main component of the system. Other relevant device(s) are: product ID: 8782, serial/lot #: (B)(6), ubd: 04-aug-2018, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a health care provider (hcp) via a manufacturer representative (rep) regarding a patient receiving intrathecal baclofen 2000 mcg/ml at approx. 400 mcg/day via an implantable pump for unknown indications for use. It was reported that the hcp called and stated that he was placing a dorsal root ganglion abbott stimulator in this patient and thought that he had pulled back the catheter. The rep further reported "explained to him about baclofen withdrawal". The patient was admitted and her primary managing physician was involved and he ordered a computerized tomography (CT) of the spine and abdomen, and it was found that the intrathecal catheter was in the epidural space. The surgeon would be replacing the pump in the next month due to elective replacement indicator (eri) and at that time, they would be replacing the catheter. The issue was not resolved at the time of the report and the patient's status was "alive-no injury". A surgical intervention did not occur, but was planned and scheduled. The patient's weight and medical history was asked but would not be made available due to legal/confidential reasons.